Manufacturer narrative:
Findings: unit had button error alarmed due to corroded on keypad trace. Unit received with scratched on display window, cracked at battery tube threads and reservoir tube. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. (B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 305 mg/dl. Troubleshooting was not performed. The device was returned for analysis.